Event description:
It was reported that during a vena cava filter deployment, upon insertion of the dilator and introducer sheath resistance was met. The dilator and introducer sheath were removed, upon further visual inspection the distal radiopaque marker band had become dislodge and was located on the guide wire. The marker bank was removed and the delivery system was reintroduced, the filter was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.